Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead revealed inappropriate shocks had been delivered due to noise on the ventricular channel. The noise could not be reproduced with isometric testing. A review of the daily measurements revealed that the pacing impedances had increased from 400 to 900 ohms within one week. A lead fracture was suspected. No programming changes were made and the lead was to be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.